Event description:
It has been reported that the footpedal was defective. There was a loose connection of the footpedal at the customer end. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. The procedure was cancelled and was done on another system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system and confirmed that the foot switch did not respond. Upon further inspection, the rse found that the foot switch plug was plugged in correctly and there was a loose connection at the foot pedal. The rse suggested to put the plug correctly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code were corrected.